Event description:
It has been reported to philips that the system was unable to start. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and manually turned on the host pc which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. Log file analysis and onsite investigation by a philips field service engineer (fse) indicated an issue with the system's host pc. After the fse manually turned on the host pc, tested the system startup and reseated all cables, the system temporarily resumed normal operation. However, the fse identified that the host pc needed to be turned on manually for the system to power up, and after a reoccurrence of the issue (reported complaint 4219208), a replacement pc was ordered. The replacement is pending, awaiting approval by the customer's it department. The customer is currently able to continue using the system while awaiting replacement. The codes were updated based on the investigation outcome.